Event description:
Per tech dealer alleges that bed is leaning to the left. Not sure why and tech advised that if bed is bent it is not under warranty. The sn provided was for the bed ends, the invoice shows it was a semi electric bed.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained